Event description:
Attorney reported: 2002 - patient underwent surgery to repair a ventral hernia. A kugel patch was used to repair the defect. (No dates specified) patient developed a severe infection, sustain severe and permanent personal injuries and pain. In 2004 - patient died from complications proximately related to the patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or requested for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.